Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11592. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and 21mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed, but it was placed too deep. They attempted to do a partial recaptured and move it more proximal, but the physician accidently pulled the wds back too far. This resulted in a full recapture and was removed from the patient. A sweep was performed which showed no effusion. Another 21mm wds was used. The closure device was deployed and released. A transesophageal echocardiogram sweep was performed within an hour of the end of the procedure. It revealed a small effusion which was monitored for about 30-45 minutes with no change. About two hours post procedure, the patient developed a larger effusion requiring a pericardiocentesis. The patient was then stable and no further complications were noted.